Manufacturer narrative:
The complaints describe that there were issues with the light cable 495ncsc, 495nd and 495ne. As an example it was reported, that the light cable was placed on the patient by accident which caused a burn. The or team left the light source tl400 at 80% and placed the light cord 495ncsc by accident on the patient. In all complaints harm to the patient, surgeon or third party occurred. In conclusion, the complaints are considered as reportable. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a procedure on (B)(6)2021 a patient got burned through one of our light cables. The or team left the light source tl400 at 80% and placed the light cord 495ncsc by accident on the patient.